Event description:
While vasopressor (levophed) was infusing and staff were attempting to start precedex infusion on adjacent channel, the alaris pump "brain" abruptly stopped working reading "system error" which contributed to the patient's blood pressure decreasing. 1l lr (lactated ringer¿s) given while staff obtained a new pump and restarted/re-titrated the levophed infusion.